Event description:
It was reported that a field representative received this subcutaneous implantable cardioverter defibrillator (s-ICD) from a different field representatives consignment. This s-ICD was taken out of storage and had a high impedance alert. Technical services (ts) noted the use by date (usb) requires at least thirteen months away from the usb date, so this s-ICD could not be implanted. This s-ICD is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a field representative received this subcutaneous implantable cardioverter defibrillator (s-ICD) from a different field representatives consignment. This s-ICD was taken out of storage and had a high impedance alert. Technical services (ts) noted the use by date (usb) requires at least thirteen months away from the usb date, so this s-ICD could not be implanted.